Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation, it was noted that the pacemaker exhibited premature decay of battery. As a resolution the pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. Settings indicated that autocapture feature was enabled and field data shows device operation in high output mode. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.